Event description:
One endeavor sprint drug eluting stent was implanted in the lad during the index procedure. Approximately 4 months post index procedure the patient suffered a gastro intestinal bleed. Investigator reported that the event was unrelated to the device.

Event description:
Cec adjudicated the previously reported patient death as non cardiac and the previously reported approximately 27 months post index procedure stroke as not confirmed.

Manufacturer narrative:
Evaluation results - inherent risk of procedure (stroke/death).

Event description:
The cause of the previously reported patient death is reported as cardiac and septic shock. The patient had surgery to drain hematoma to treat the previously reported stroke event which occurred approx 27 months post index procedure.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (haemorrhage).

Manufacturer narrative:
(B)(4).

Event description:
It is reported that approx. 27 months post index procedure the patient suffered a stroke. The investigator assessed that the stroke was not related to the study stent. The patient was hospitalized but died two days later. Cause of death is reported as ¿non cardiac- stroke¿. Investigator assessed that the death is not related to the study stent